Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the electrogram showed possible ventricular noise had occurred at the time of patient's procedure. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.